Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: uterine infection') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis, eczema, menses irregular, pseudotumor cerebri, congenital hematological disorder, multiple allergies (shellfish reaction: nausea vomiting diarrhea, skin rashes , hives), abdominal pain lower, lower abdominal pain, light-headed, balance difficulty and memory loss. Concurrent conditions included (B)(6) vulvovaginitis ((B)(6) (vaginal)) since 2012, cystitis, gastritis, gerd, difficulty sleeping, vomiting and hives. Concomitant products included acetazolamide sodium (diamox) since (B)(6) 2011, ascorbic acid; calcium citrate; cholecalciferol;cupric oxide; docosahexaenoic acid; docusate sodium;eicosapentaenoic acid; folic acid;I ron; nicotinamide; potassium iodide; pyridoxine hydrochloride; riboflavin; thiamine; tocopheryl acetate; zinc oxide (citranatal assure), butalbital; caffeine; paracetamol (fioricet), hydrocodone, medroxyprogesterone acetate (depo provera), omeprazole (protonix), paracetamol (tylenol), prochlorperazine maleate (pms-prochlorperazine), sucralfate (carafate) and topiramate (topamax) since (B)(6) 2011. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced insomnia ("other injury(ies) or complication please describe:insomnia"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), acne ("rashes or skin conditions type: acne"), rash ("rashes or skin conditions type: rash"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the uterine infection, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, acne, rash, dyspareunia, abdominal distension, insomnia, vulvovaginal pain and weight increased outcome was unknown. The reporter considered abdominal distension, acne, dysmenorrhoea, dyspareunia, insomnia, menorrhagia, pelvic pain, rash, urinary tract infection, uterine infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013 and (B)(6) 2012. When the coil was removed 3 rings were visible. The left ostia was visualized. The essure catheter used to cannulate the ostia and the coil was easily deployed and 3 rings were visualized upon its complete deployed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: bilateral essure type fallopian tube occlusion devices. The cornual region of the uterus bilaterally. There are metallic tubal occlusion devices. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical record received, new reporter added. New events added abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, yeast infection, infection (other) describe: uterine infection, rashes or skin conditions type: rash, acne, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: bloating, other injury(ies) or complication please describe: insomnia. Were added. Concomitant drug, medical history added and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.